Event description:
A report received from the (B)(6) stated an 840 ventilator's graphical user interface (gui) light-emitting diode (led) on the breath delivery unit (bdu) was half lit while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. No patient adverse events were reported as a result of the device malfunction.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the vent head led printed circuit board (pcb). The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing (pvt) and is performing to manufacturer specifications. A service history review has been performed for the above listed serial number by the manufacturer. No similar events were found in the service history record. In the event that additional information is obtained a supplemental report will be issued. (B)(4).